Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s lead had migrated after they'd suffered numerous falls due to medication. A lead revision was planned but not scheduled. As of (B)(6) 2023, surgery still had not been scheduled. In an update, it was reported the patient underwent a lead revision on (B)(6) 2023. The lead was moved back into the correct position. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-03039. It was reported that following numerous falls due to medication, the patient's leads have migrated. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.